Manufacturer narrative:
(B)(6). This product is not marketed in the us (B)(4).

Event description:
The reporter indicated that a 13.2mm ,vticmo13.2, -13.0/2.0/081 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem. Cause of event was reported to be unknown.